Event description:
Per the surgeon's report, the pt was explanted in 2007 due to device extrusion. No info on reimplantation surgery was provided.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.